Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was fraying the clips. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier was in the patient, and they were trying to clip the pedicle of the prostate. There was no issue with instrument movement. When trying to apply the clip the bar on the right side of the clip kept breaking off. This was the first time that the clip applier was used in the case, but they attempted to use the applier three times. The issue was resolved when they got a new clip applier. The clip applier was sent back.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.